Manufacturer narrative:
Product complaint # (B)(4). Corrected information: b1, b2, h1 - this medwatch report was previously sent in error and is being voided. There has been no report of material separation and the event does not meet the criteria of a us FDA reportable event under 21 cfr part 803.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please confirm, - how many devices demonstrated the alleged deficiency? -3 eaches - how many devices are available for product return? -3 eaches please not that two eaches were the lot# above, but one was the following lot: tempcd.

Event description:
It was reported that a patient underwent a cv procedure (B)(6) 2025 and suture was used. During the procedure, the suture pack was defective. The pack was supposed to be preloaded with a pledget and from the front it looks fine but from the back side, it is crooked and coming out almost from the side. Another like device was opened. There were no adverse patient consequences reported. Additional information was requested.